Manufacturer narrative:
No evaluation possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided.

Event description:
8 month post-op x-rays revealed an invictus set screw had backed out of position. The invictus spinal fixation system was implanted on (B)(6) 2019.